Event description:
Patient underwent a vascular graft, in 2008. Patient presented with a necrotic foot. It was reported that the graft was explanted due to infection. Note that the date of event is unknown. No other information was provided. It was reported that the patient is fine now.

Manufacturer narrative:
No device evaluation was performed by the manufacturer since the device was not returned to the manufacturer. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, a review of the sterilization records indicated that the graft was supplied sterile. No conclusion can be drawn. However, all available information would tend to indicate that the event was no attributable to the device.